Event description:
It was reported that during pre-dilatation of a previously deployed, restenosed, non-abbott stent in the right iliac artery, the 7x40x80 mm fox plus balloon ruptured at 12 atmospheres (atm). After successful deployment of an omnilink stent, the 10x20x80 mm fox plus balloon was used for post-dilatation; however, the balloon ruptured at 7 atm. No patient effects were reported. No additional event or patient information was provided.

Manufacturer narrative:
(B)(4). Balloon material ruptures can be affected by numerous factors including, but not limited to, balloon damage during manufacturing, materials, interactions with other devices, a previously implanted stent, lesion calcification and tortuosity, or insufficient preparation prior to use. Because there was no report of any leaks noted during preparation for use, this suggests that the balloon was not damaged prior to use and that the damage likely occurred during use. If the balloon experiences mechanical damage during the procedure, this can cause the balloon material to weaken and rupture during an attempt to inflate the balloon. It may be possible that the balloon material was damaged due to an interaction with the previously deployed, restenosed, non-abbott stent, such that the balloon ruptured upon inflation. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot. Although there does not appear to be any indication of a product quality deficiency, without having the fox plus to examine, a definitive cause for the reported balloon rupture could not be determined. To ensure this type of damage is not a result of a potential manufacturing related deficiency, all dilatation catheters are 100% visually inspected and leak tested during the manufacturing process. A sampling of units is also destructively tested to verify rbp and balloon integrity.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The lot number was provided. Review of the device history record is forthcoming. A follow-up will be submitted with all relevant information. The fox plus ((B)(4)), is being filed under a separate MFR#.